Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was also received with traces of moisture at the mother board and interface circuit board. The insulin pump had minor scratches on the display window, cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went into the pool and was wearing the insulin pump. Customer stated that the pump was giving her a button error and she was unable to clear the alarm. Customer mentioned that the pump is missing a piece of plastic in the area that has the battery cap. Customer also has a cracked battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.